Manufacturer narrative:
The device was received for evaluation. During functional testing, 'displayed error code 345' was not reproduced. A review of the event history log revealed system error 345 messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream and downstream thermistor failure. The processor printed circuit board (pcb ) requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred upon power up at the intensive care unit (ICU). There was no patient involvement. No additional information is available.